Event description:
It was reported that balloon withdrawal resistance occurred. Following deployment of a 4.0x12mm promus premier drug eluting stent the balloon was "sticking" when the physician took the balloon to high pressures. There were no patient complications reported.

Manufacturer narrative:
Event date: (B)(6) 2014. (B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.